Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex artery. Following pre-dilatation, a 2.50 x 20mm synergy¿ stent was advanced but failed to cross the lesion. The device was removed and it was noted that the distal stent struts were deformed. Dilatation was performed again. A non-bsc guide extension catheter was used and the procedure was then completed with a 2.25x20mm synergy stent. No patient complications nor injuries were reported.